Event description:
Medtronic received a report that regarding the left intracranial c6 segment aneurysm: a 5f-115 navien long sheath was advanced into position to provide support. Subsequently, phenom27 reached the middle cerebral artery to deploy a dense mesh stent (ped-425-18). Due to the patient's tortuous vasculature, the stent failed to fully open and achieve proper wall apposition after passing the carotid genu segment; the mid-section of the stent remained flattened. Despite multiple attempts to retrieve and deploy it, the middle segment of the stent consistently failed to open. The pipeline's middle section was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was us ed for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left intracranial c6 segment aneurysm with a max diameter of 4mm and a 3mm neck diameter. Landing zone: distal: 3.6mm and proximal: 4.4mm. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered and p2y12 reaction unit (pru) level was routine. The angiographic result post procedure was normal. Ancillary devices include a 5f-115navien guide catheter and phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.